Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown. Height cm: 135. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po valve is blocked. Explanted."

Manufacturer narrative:
Investigation: visual inspection: scratches and deformations of the outer housing of the progav valve were observed through the visual inspection. No damage or deformations of the shunt assistant were observed. The progav valve housing was measured to confirm the presence of a deformation. The housing deformation measured at -0.0525mm, outside of the specification of 0 +/- 0.02mm. Permeability test: a permeability test has shown that both valves are permeable. Adjustment test: the progav valve was tested and is not adjustable throught the normal range. Braking force and brake function test: the brake functionality test has shown that the break function did not operate as expected. The rotor is defective. Computer controlled test: to test the opening pressure, we use a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the progav valve is not able to maintain a consistent pressure setting, a computer controlled test was not possible. The shunt assistant was tested and the results show that it is operating slightly outside the accepted tolerance. Results: we have dismantled the valves. There were no visible deposits inside the valves. However, even a small amount of non-visible blood or protein can lead to a temporary blockage and could have contributed to the malfunfunction in the past. Based on our investigation, we are unable to substantiate the claim of occlusion or under-drainage. However, the inspection of the shunt assistant did indicate a tendency towards over-drainage. The cause of the deformation of the progav valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example, using too much force from the progav adjustment tool, or by a fall or impact to the head of the patient, can compromise the integrity of the valve.